Event description:
Hard plastic soda lime absorb canisters are easily cracked during handling causing high pressure leaks in the anesthesia ventilator system. The cracks are usually small and hard to locate by visual inspection. When compared to the old soda lime absorbers used at our facility - these current co2 absorbers are more susceptible to breaks and cracks.